Event description:
While using a byte day aligners, patient reported that their bite is off and it is uncomfortable for them to bite down and chew food.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.